Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the surgery, the screw threads peeled during insertion. The screw was removed from the patient. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary threads peeled. It was reported that during the surgery, when insert the screw, noted the screw threads peeled (as the photo shows), the screw was removed from the patient. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. A photo was provided for review. See attachment (B)(4). The photo investigation revealed that the pinn can bone screw 6.5mmx25mm displays signs of implantation attempts, the threaded head can be seen cross-threaded. However, no signs of fracture were observed. Although no fracture condition was identified, the reported allegation can be confirmed as the observed failure mode prevents the device to work as intended in the same manner. Potential cause can be traced to an unintended use error by improper handling/care of the device, excessive force applied during implantation attempts, or by overtightening the device while assembling with its mating implant, which may have led to internal damage of the threaded head. As per pinnacle surgical technique page 15, screw insertion the pinnacle hip solutions sector cup has three screw holes and is designed for insertion with screws. Quickset acetabular screw instruments are recommended for screw insertion. Two medial hole alternatives are placed to enable screw placement up the posterior column in either the right or left hip. The single lateral screw provides additional access to the ilium. A manufacturing record evaluation was performed for the finished device product description: pinn can bone screw 6.5mmx25mm product code: 121725500 lot number: pu229366 and no non-conformances or manufacturing irregularities were identified. The overall complaint was confirmed as the observed condition of the pinn can bone screw 6.5mmx25mm would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing record evaluation was performed for the finished device product description: pinn can bone screw 6.5mmx25mm product code: 121725500 lot number: pu229366 and no non-conformances or manufacturing irregularities were identified. Added: d4 (expiration), h4. Corrected: h3, d4 (primary UDI #).